Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt due to an occlusion. The customer stated that he started receiving no delivery alarms after going to the gym. The customer's blood glucose was 326 mg/dl. He was advised to disconnect at the quick release, assisted with performing a 5.0 unit fixed prime, and reported that insulin did not exit and that the insulin pump alarmed no delivery. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. He noted that insulin did not exit with a manual plunger push due to greater than normal resistance. He was advised that the alarm had been caused by an infusion set and/or reservoir occlusion. He was advised to replace the infusion set, tape, and reservoir. He did a complete set change and was able to reset the fill cannula back to 0.5 units. He was advised that the supplies would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.